Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed with the slide insert not visible in the top housing viewing window and the linkage assembly in a not deployed state. Battery voltages were found to be low and all attempts to retrieve data were unsuccessful. Further inspection of the device revealed both the slide insert and slide retract to be misaligned. Further damage was found to the reservoir cap and the underside of the top housing. The reservoir cap dent aligned with the damage on the underside of the top housing indicating this damage was caused by a post-use external force. The ratchet gear was manually rotated and resulted in the pod deploying incorrectly with the cannula nail head becoming dislodged from the slide insert. A dent was observed on the mech rail above the catch beam and the slide retract was observed to be severely misaligned. A broken-off piece of the slide insert was observed to be lodged under the slide retract. This damage along with low battery voltages and data loss can be attributed to the post-use damage. It could not conclusively be determined if this damage contributed to the reported event. Due to data being lost, the exact cause of the event could not be determined.